Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify pump error 49, pump error 68, pump error 63, pump error 37 or low battery alarm due to blank display.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose was 10 mmol/l. Customer was able to clear the alarm and was able to rewind the insulin pump. Customer performed displacement test and the test passed as well as customer also performed self test and the test was failed and then got hardware low level failure alarm. Troubleshooting was declined for other insulin pump error. Customer advised to insulin pump required replacement, to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.